Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with the same device, without delay, and no adverse consequences were reported.

Manufacturer narrative:
The motor cartridge contact pins were found burnt and corroded, corrosion damage was noted within the internal components of the device.